Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of surgery 2007 it was reported that a pt underwent a posterior cervical fusion procedure. During the procedure, the surgeon attempted to use an instrument to tighten the bolt on the crosslink; however, the bolt "broke off, got stuck in the instrument and tore the spinal cord". The surgeon repaired the cord utilizing two stitches and application of dura-seal. Following the procedure, the pt was noted to have movement in all extremities. No other pt complications were reported.